Manufacturer narrative:
Electrode belt sn (B)(4) has not yet been recovered from the field. Device evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the patient death. Device evaluation of monitor sn (B)(4) has been completed.  The reported problem (patient death) was confirmed.  During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the monitor, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality.  There is no indication of a product malfunction. Upon further investigation of the download data, the monitor had displayed service code 104, indicating a defective sd card. A defective sd card does not affect the monitor's ability to detect and treat an arrhythmia. Recurrence of missing or unavailable data did not cause or contribute to the patient's death and will not cause or contribute to a future adverse event. The sd card only stores the patient's continuous ECG recordings. The root cause of the defective sd card could not be positively identified. Device manufacturer date: monitor: 01/28/2016, electrode belt: 02/19/2019.

Event description:
A us distributor contacted zoll to report that a patient had passed away on (B)(6) 2020. Per review of the patient data files, the downloaded patient flag files indicate that the patient received two unknown treatment events at 13:42:19, 13:42:53 on the day of passing ((B)(6) 2020). The device shutdown at 16:31:39 on (B)(6) 2020. The specific rhythms at the time of the treatment events is unknown. The downloaded data indicates that the device had displayed multiple service code 104 errors. There were no allegations of device malfunction contributing to the patient's death. The monitor was fully functional upon receipt. Reporting this event out of an abundance of caution as the rhythm at the time of the treatment events on the patient's date of death is unknown.